Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. H3 other text : device not returned

Event description:
It was reported that the customer entered an inaccurate insulin value into the bolus menu and delivered the bolus. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No failure investigation completed. The information will be used for tracking and trending purposes.